Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar cautery instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, the monopolar cautery instrument tip cracked. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument had crack on it found during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port monopolar cautery instrument was analyzed and found a cracked instrument tube adapter and the instrument's contacts were examined further. The electrical contacts were found to be bent as mentioned in initial fa, and one of the contacts appeared to be missing a piece measuring approximately 0.0043" x 0.0106" and was not returned. The missing piece appears to be from the most distal portion of the electrical contact. The complaint regarding the tip has a crack on it was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have the tube adapter cracked. The crack measures approximately 0.51mm x 5.80mm. Cracks or breaks are typically caused during installation and removal of the mci accessory tip. The root cause of this failure is attributed to user. Additional findings not reported by site: the instrument was found to have thermal damage on the tube adapter. The root cause of this failure is attributed to user. The instrument was found to have the electrical contacts inside of the tube adapter bent. The root cause of this failure is attributed to user. The instrument will be transferred to engineering for further review. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the user.

Event description:
Refer to h11 for follow-up information.